Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that rosa pc and planning station were unable to connect to pacs. Patient was under anesthesia, but no incision was made. Delay less than 30 minutes. Surgery type unknown. The field service engineer informed the surgeon to use usb to proceed with the case. Field service engineer worked with biomedical engineering and pacs to adjust security access and permissions on pacs side. Laptop was able to successfully connect to pacs after permission was granted to laptop mac address to query/ retrieve through pacs port. Robot connection troubleshooting was performed after the case, and found that ae title of robot was needed to be changed to meet pacs definition.

Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis concluded that the laptop was unable to connect to pacs due to permissions attributed to its mac address and the rosa pc was unable to connect to pacs because its aetitle was the same as the one define for the laptop. After changing permissions of the mac address of the laptop and the aetitle of the robot, both were able to successfully connect to the pacs.

Event description:
It was reported that rosa pc and planning station were unable to connect to pacs. Patient was under anesthesia, but no incision was made. Delay less than 30 minutes. Surgery type unknown. The field service engineer informed the surgeon to use usb to proceed with the case. Field service engineer worked with biomedical engineering and pacs to adjust security access and permissions on pacs side. Laptop was able to successfully connect to pacs after permission was granted to laptop mac address to query/ retrieve through pacs port. Robot connection troubleshooting was performed after the case, and found that aetitle of robot was needed to be changed to meet pacs definition.